Event description:
The information received with return of the device does not address the patient's clinical status but notes that atrial thresholds were diminished during a one month follow-up. Fluoroscopy revealed lead dislodgement.